Event description:
The maryland bipolar forceps instrument was returned, no further information was provided. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned, no information was provided. Engineering evaluated the instrument and found the one conductor wire was broken at the yaw pulley exit. The wire was detached from the connection at the grip. The instrument failed electrical continuity testing. There was a broken off piece of yaw pulley opposite side of where the conductor wire was detached. The missing piece measured roughly about 0.212 x 0.034. The missing piece of the yaw pulley was not returned with the instrument. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the main tube. The evidence was inconclusive, but the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.